Event description:
It was reported that the pump was stopped all insulin delivery. There was no pt involvement, as the pump was not being used on the customer at the time of the issue.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.